Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was feeling bad cramps on her legs. Caller stated on (B)(6), the physician increased her stimulation and it had to be decreased before she left the office because it was painful. The patient experienced a "zapping sensation." The patient was "admitted" to urgent care on (B)(6), due to burning pain when she sat down. They turned stimulation off while in the hospital and leg cramps subsided. The patient returned to the physician on (B)(6), to have stimulation turned back on and the same situation happened. Stimulation was increased and had to be decreased before the patient went home due to burning sensation and pain. Current stim was 1.6. The patient did not want to lower stimulation because at her current amplitude, her urinary symptoms had returned. It was also noted that the patient had a recurring bladder infection. Additional information was requested.